Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body. The damage to the implant indicates failure was likely due to deployment against resistance bone, and or manipulation of the position of the device by gear shifting of the inserter, the damage to the implant was sufficient to prevent functional testing.

Event description:
It was reported that during the implant procedure the device broke, the cap popped off. It was indicated that the physician performed a gear shift of the inserter during the procedure, but that the device was properly connected to the inserter.

Event description:
It was reported that during the implant procedure the device broke, the cap popped off. It was indicated that the physician performed a gear shift of the inserter during the procedure, but that the device was properly connected to the inserter.